Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 594 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred.